Manufacturer narrative:
UDI- (B)(4)

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation the right ventricular lead exhibited noise. The patient was asymptomatic. The lead was capped on (B)(6)2017. The patient developed internal jugular vein thrombosis post procedure which was resolved with medication. The patient was stable.